Event description:
It was reported that this right ventricular (rv) lead exhibited low rwaves. This lead was surgically revised during the implant procedure of the new lbb lead and remains in service. No additional adverse patient effects were reported.